Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 19 years old. The last repair was on (B)(6) 2008, for an unknown issue. The inspection found that the unit operated normally. The motor speed was within specification, but the head had small nicks on the leading edge. The investigation was unable to determine a cause of the reported complaint, however the device was overdue for preventative maintenance. A review of salvaged parts showed corrosion to the motor drive bearings, likely due to a lack of preventative maintenance. This may have impeded the correct operation of the motor intermittently, however the motor speed was measured to be within specifications during pre repair and repair testing. The small nicks on the control bar and head would not have caused the reported complaint. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since (B)(6) 2008. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was taking a bad graft. Additional clinical follow up with the hospital indicated that the nurse reported the "grafts were in several pieces, like the device would have been jumping on and off the skin." The nurse stated there was no harm, injury, or additional donor site harvest. The surgical time was increased slightly while an alternate onsite, unit was obtained to complete the planned procedure.